Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. A root cause could not be determined. Transmitter was replaced to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
Device was discarded by manufacturer.